Event description:
It was reported that during percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the moderately tortuous left anterior descending artery. During pre-dilation, the physician advanced a 2.0mm x 12mm maverick2 balloon to the lesion. The balloon was inflated to 9 atms and the balloon ruptured. There were no pt complications. The procedure was completed with another of the same device. Pt's status is reported as "good".

Manufacturer narrative:
Device evaluation: it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).